Event description:
It was reported that when the patient presented in clinic for follow-up after receiving a vibratory notification, noise was observed. Hv therapy was disabled pending further assessment. Device replacement was performed. The lead tested normally through the psa. The lead remains implanted. Patient was fine.